Event description:
It was reported that the patient had an infection, minimal drainage and superficial wound opening at the implantable pulse generator (ipg) site. The cause of infection was unknown. The patient was administered with bactrim and physician was doing a washout.